Event description:
It was reported that the field representative called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes due to concerns of inappropriate shock therapy. Upon review, the presenting electrogram (egm) showed that the patient was in a ventricular rhythm where the ICD delivered anti-tachycardia pacing (atp) therapy appropriately. The device had started charging, readying to send out shock therapy, however, the rhythm rate slowed, and the device started counting to divert the shock. During rate confirmation, the device was committed to deliver a shock, but the rhythm self-terminated right before the device delivered the committed shock. It was determined that the device inappropriately delivered shock therapy. Ts discussed programming optimization options with the field representative. No additional adverse patient effects were reported. The ICD remains in service.